Event description:
It was reported that the patient expired due to unknown reasons. Unknown if patient's death was device related. Implant duration was approximately 0.07 month. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.